Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation and medical received. Litigation alleges injuries. After review of the medical records for MDR reportability, patient was revised to address metallosis. Revision notes reported of a thickened and inflamed bursa over posterior lateral hip and show some gross signs of metal staining with brown discoloration. There was also inflamed synovial tissue in the joint, which grossly appeared to have metallosis. The 43mm head was removed from the depuy summit stem and obvious metallosis was noted at the trunnion with black reactive deposits. The acetabular bone was noted to be significantly involved with lytic erosion and was brown fibrinous material. It was also stated that patient had an asr components implanted on (B)(6) 2007 and (B)(6) 2007. However, there are no primary surgery notes provided to confirm the correct doi for each affected side. Should there be new information, this complaint will be updated. Doi: unknown ; dor: (B)(6) 2016; left hip. This was linked to (B)(4) for the right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation alleges high metal ions and emotional distress.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what was previously reported, litigation alleges pain.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. 11/27/2018 additional information received. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.